Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that the patient's back was "getting worse" and the patient thought he had arachnoiditis. The reporter indicated that the patient was actually "worse off at one point." If additional information is received, a follow-up report will be sent.